Manufacturer narrative:
Visual inspection was performed on the returned device. The reported core separation was confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation which likely led to the observed damages to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the ht bmw universal ii 190cm guide wire (gw), the gw core was noted to be separated into two pieces. Another ht bmw universal ii 190cm gw was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.